Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, the pacemaker was having what appeared to be loss of capture on telemetry. Upon further interrogating the device, the patient was having good thresholds, and impedances were within range. The loss of capture was suspected to be caused by oversensing. Isometric testing was unable to replicate the noise. Programming changes were made. The patient was stable.